Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported uncomfortable stimulation. There are no falls or trauma related to the issue. The patient stated on (B)(6) she was doing the laundry "and I got real hot, and then I got very uncomfortable, the stimulation was uncomfortable and I ended up having to shower to calm down." The patient stated she took a pain pill and laid down and it subsided. The patient did not make any adjustments she just laid down and it subsided. It was reported that the issue is related to positional movements. The symptoms onset was considered sudden in nature. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: date of birth. If information is provided in the future, a supplemental report will be issued.